Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported remotely that a patient's left ventricular lead had high impedance. Physician had a chest x-ray to look at lv lead mechanics but film inconclusive. Lead configuration check done at clinic showed no lv capture. Lead replacement planned but no interventions reported at the time. Patient was stable.